Event description:
A report was received that the pt was treated with oral antibiotics due to an infection at the mid-line incision. It was reported that the infection had progressed and the wound had opened up exposing the leads. The leads were explanted and the pt was reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.